Event description:
Had an ultrasound after a positive pregnancy test. Was indeed pregnant with a slight hemorrhage. This caused blood to show up in my urine. I had many other side effects as well. Thyroid, blood in urine, hair loss, depression, abnormal pap smear, rash, constant bacterial infections, pelvic pain, cramps. Had a baby while implanted with essure. Very high risk.